Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, in patients with CT room line coronary CT, when injecting drug with high pressure, the heparin cap on the needle suddenly disconnected, physicians and nurses hurried disposal operation, and replaced another new needle, during the second injection with high pressure , the heparin cap was broken again, so they had to stop the injections, patient's coronary CT examination did not make it, it might delay the disease, significantly prolonged hospitalization in patients, patient was very panic, and the family was very angry, doctors and nurses had to give guidance in heart.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9197350. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided event description, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all initma ii units; bd will continue to track and trend for this issue. See h.10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, in patients with CT room line coronary CT, when injecting drug with high pressure, the heparin cap on the needle suddenly disconnected, physicians and nurses hurried disposal operation, and replaced another new needle, during the second injection with high pressure, the heparin cap was broken again, so they had to stop the injections, patient's coronary CT examination did not make it, it might delay the disease, significantly prolonged hospitalization in patients, patient was very panic, and the family was very angry, doctors and nurses had to give guidance in heart.